Event description:
As reported for this event by the customer, during preparation for use for a therapeutic laparoscopic choledocholysis procedure, the device yielded no image from the time of being connected. There is no patient involvement and no harm to any patient. The intended procedure was completed without any issues with another similar device. There is no information if there was any delay. The device is used twice a week, and a pre-use inspection is always performed. Reprocessing of the device is done by cleaning and sterilization.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to damage on charge couple device (ccd) unit. Other observations for the device: due to deformation of the light guide (lg) connector, water tightness is lost; due to damage on insertion pipe, insulation resistance value does not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip; due to wear of forceps elevator lever, bending section cannot be fixed firmly; video connector has a crack; and a-rubber has a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported no image issue was found to be the result of a damaged sensor unit or faulty printed circuit board component. The root cause of the sensor unit damage and or faulty component could not be determined, however, the issue was likely the result of use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.